Event description:
The manufacturer received information alleging impurities in the flow machine. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be - a ventilator was returned to a third-party service center for service due to an allegation of impurities in the machine flow sensor. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.